Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with sensor glucose versus blood glucose. The customer stated sensor glucose was below 40mg/dl and blood glucose was 302mg/dl. In addition, they received a threshold suspend. Customer declined to troubleshoot. Advised customer to turn off sensor and reconnect. The sensor will be replaced.